Event description:
It was reported that an alert 38 for a stalled motor occurred during a supply change on an ilet pump, with multiple restarts unsuccessful until a dry supply change was attempted and then a full supply replacement (cartridge, connect, tubing, set) allowed the supply change to complete without issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, with a mechanical problem identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.